Manufacturer narrative:
The field service engineer (fse) found the rinse station was overflowing. The fse adjusted the rinse station and the customer has had no further issues. The investigation determined the event was due to the rinse station issue identified and corrected by the fse.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 3 patients tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas pro c 503 analytical unit. Patient 1 initial result from the c503 unit was 14.1%. The repeat result on the same unit was 6.11%. The repeat result from a cobas 8000 c 502 module was 5.7%. Patient 2 initial result from the c503 unit was 18.1%. The repeat result on the same unit was 5.3%. The repeat result from a cobas 8000 c 502 module was 5%. Patient 3 initial result from the c503 unit was 16.4%. The repeat result on the same unit was 6.09%. The repeat result from a cobas 8000 c 502 module was 6.1%. No questionable results were reported outside of the laboratory. The a1cx3 reagent lot number was 38258101 with an expiration date of 29-apr-2020.